Event description:
The customer reported via phone call that the insulin pump alarmed button error and the alarm cannot be cleared. Customer changed the battery but the alarm did not go away. Customer does not recall any significant events leading to the error. Customer's blood glucose was 219 mg/dl unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further information was given.

Manufacturer narrative:
No button error alarm noted. All buttons functioned properly; however, unit had corroded keypad traces. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners and cracked lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.